Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 28-jan-2019 from a healthcare professional who reported that the patient was back to normal baseline post replacement of the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (50 mcg/ml, 41.58 mcg/day) via an implantable pump for spinal pain. The hcp reported the patient had a motor stall on (B)(6) 2019. The patient did not have a recent magnetic resonance imaging (MRI). The hcp confirmed there were no sources of electromagnetic interference (emi) or magnetic fields present. The patient began feeling an increase or return of pain on (B)(6) 2019. The hcp stated the logs showed the motor stall was still active. The hcp was to replace the patient's pump on (B)(6) 2019. No further information provided.

Manufacturer narrative:
(B)(4); analysis of the pump ((B)(4)) identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.